Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, list number 4z21, with 510k number k202525.

Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I result. On (B)(6) 2026, sid (B)(6) (female, 55 years old) generated troponin of 25.78 ng/l positive, which was questioned. A new sample was obtained an hour later testing troponin of 1.3 ng/l negative. The original sample, sid (B)(6), was repeated with <1 ng/l negative results. The customer cut off for a positive result is =/> 5.0 ng/l. No impact to patient management was reported.